Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that "noticed the distal piece of the self-retaining end of the screwdriver was broken off. It will not pick up the screw".